Event description:
Journal reference: krishna kumar, et al. "Spinal cord stimulation verses conventional medical management for neuropathic pain: a multicentre randomised controlled trial in patients with failed back surgery syndrome" pain 132 (2007) 179-188. This article lists information suggesting a patient being treated with spinal cord stimulation for pain associated with failed back surgery syndrome experienced leak of cerebrospinal fluid due to dura tear at implant. Surgery was required to resolve.

Manufacturer narrative:
Journal reference: krishna kumar, et al. "Spinal cord stimulation verses conventional medical management for neuropathic pain: a multicentre randomised controlled trial in patients with failed back surgery syndrome." Pain 132 (2007) 179-188. No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information from the article. Any missing or incomplete data on form 3500a are the result of information not being provided by the reporter. See scanned pages.